Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the co2 is failing the operational check. Patient involvement was noted. There was no reported patient harm.